Manufacturer narrative:
The attached user facility medwatch report (B)(4) was received via postal mail on 09 nov 2017.

Event description:
A user facility medwatch report (B)(4) was received via postal mail on 09 nov 2017. The event has already been reported under MFR 3010617000-2017-00972.

Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and an intravascular temperature management was needed. A zoll quattro catheter was inserted into the patient on (B)(6) 2017. The insertion was difficult. In the afternoon, the saline bag was found empty. No fluid were noted on the floor or around the patient's bed. The saline bag was replaced; however, the saline bag was noted to be empty again. The catheter was replaced and treatment was continued. A catheter pinhole leak is suspected. No patient consequences were reported.